Manufacturer narrative:
Qn# (B)(4). DHR review was performed and documented on the previous complaint report with no findings. One sample of fg ec141 (14fr catheter easy-cath 5) was received for analysis. During the visual inspection it can be observed that the catheter has the tip sheared off/ sharper as it's described in customer complaint. No other issues were found. The failure mode reported in the customer complaint is confirmed due to during the visual inspection it was observed that the catheter has the tip sheared off/ sharper as it's described in customer complaint. However, a nonconformance has been created in order to address the root cause and action plan for the reported issue. Customer complaint is confirmed since during the visual inspection of received sample can be observed that catheter has the tip sheared off/ sharper as it's described in customer complaint. (See attached pictures). A nonconformance has been created in order to address the root cause and action plan for the reported issue. Also, a risk evaluation re-001492 has been generated.

Event description:
The report indicates: the customer returned a box of the ec141. The patient noted that the tip of the catheter is much sharper than usual making it difficult to use. He also noted that they were placed in the package incorrectly making it difficult to remove without breaching sterility.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report indicates: the customer returned a box of the ec141. The patient noted that the tip of the catheter is much sharper than usual making it difficult to use. He also noted that they were placed in the package incorrectly making it difficult to remove without breaching sterility.